Manufacturer narrative:
Patient information was unavailable from the site. The name and occupation of the initial reporter was not provided. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed visual inspection. The system performed as intended and the monitor was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that the monitor displayed a good image with no issues when connected to a known good system. The monitor was allowed to run for an extended time and did not display the reported behavior. There was no problem found. Analysis found that there was no failure found with the monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the on the initial boot up, the system would not move past the boot up screen. After rebooting the system, it was functioning as intended and then the screen went black. They shook the screen and the screen began functioning as intended. The medtronic representative confirmed that the cables were fully connected and still getting no input detected. It took some wiggling to get the image to display again. The surgery was complete with navigation and there was no impact on patient outcome.